Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the experience reported that the underlying cause of the prosthesis wear reported cannot be determined because the devices have not been revised and, therefore, have not been returned for evaluation. However, a non-exactech femoral stem was used with exactech acetabular components. This is considered off-label use and may have contributed to increased wear of the acetabular liner due to femoral neck impingement. It is unclear if an exactech femoral head was implanted. (D11) concomitant device(s): (cn: 164-01-11, sn: (B)(6) ) element-stem, collarless w/ha, std offset, sz 11. (Cn: 140-28-93, sn: (B)(6) ) 12/14 biolox femoral hd 28mm -3.5. (Cn: 180-11-48, sn: (B)(6) ) nv crown cup clsr hl w/ha 48mm group 1.

Manufacturer narrative:
Concomitant medical device(s): (cn: 164-01-11, sn: (B)(4)) element-stem, collarless w/ha, std offset, sz 11. (Cn: 140-28-93, sn: (B)(4)) 12/14 biolox femoral hd 28mm -3.5. (Cn: 180-11-48, sn: (B)(4)) nv crown cup clsr hl w/ha 48mm group 1.

Event description:
Premature wear of polyethylene.